Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with 350cc smooth mentor memorygel breast implant experienced suspected implant rupture postoperatively, on an unknown side. As a result, the patient underwent explantation and replacement with unspecified mentor gel breast implants on (B)(6) 2020. Both lot-serial numbers (B)(4) were provided, but it is unknown which lot number belongs to the suspect medical device. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Upon receipt of the devices, the suspect medical device was identified for the right side, and device information has been updated. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured. Additionally, an anomaly was observed within the tear consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received 5642104 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).